Event description:
It was reported that implantation occurred in june 2005 via subclavian vein. In about two months later while administering medication, the catheter disconnected from connection near the dome. Port began to leak and device was removed.